Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
In situ measurements from (B)(6) 2021 were indicative of a possible device malfunction. Further medical intervention is being considered.

Event description:
In situ measurements from november 24, 2021 were indicative of a possible device malfunction. The user has been re-implanted.

Manufacturer narrative:
Additional information: in accordance with the information in the recipient report and the manufacturers experience with this kind of device, it is assumed that the device failed due to humidity ingress at the housing braze joint through micro-leaks. However to determine an exact root cause a device investigation would be necessary. Explantation was carried out but the concerned device has not been received yet.

Manufacturer narrative:
Conclusion: device investigation confirmed that the stimulator electronics is not working according to specifications. Based on the manufacturer_s experience with this kind of devices, it can be assumed that the device has failed due to loss of hermeticity at the housing braze joint. The investigation results appear to match the problems mentioned in the recipient report. This is a final report.

Event description:
In situ measurements from november 24, 2021 were indicative of a possible device malfunction. A different pc and different cables and coils have been tried; however, this did not change the results. A remote device assessment was performed on the same day whilst the user was still in clinic. The user has been re-implanted on (B)(6) 2022.